Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system messages displayed" (device displays error message). A nurse reported that a system message appeared on the system. The message was cleared, but later, another system message appeared. This system message persisted through a reboot of the system, but later cleared with company technical assistance. There was a delay, but there were no pt injuries reported.

Manufacturer narrative:
The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).